Manufacturer narrative:
A report was received that a patient presented to clinic with complaints of dark urine on (B)(6) 2017.  Log files were reviewed by the site that confirmed a rise in power consumption that started on (B)(6) 2017.  The patient was admitted to hospital for suspected pump thrombus and treated with actilyse with a reported decrease in lactate dehydrogenase (ldh) levels and power consumption levels.  The patient was later discharged. No further information has been provided. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. According to the instructions for use (IFU), high watt alarms are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Pump remains implanted.

Event description:
A report was received that a patient presented to clinic with complaints of dark urine on (B)(6) 2017. Log files were reviewed by the site that confirmed a rise in power consumption that started on (B)(6) 2017. The patient was admitted to hospital and treated with actilyse with a reported decrease in lactate dehydrogenase (ldh) levels and power consumption levels. The patient was later discharged.

Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Analysis of the log files revealed a rise in power consumption to parameters outside the normal operating range; thus confirming the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely cause of the high power event can be attributed to external factors such as thrombus formation. Based on the available information clinical factors that may have contributed to the reported event include possible issues with the management of the patient's therapeutic anticoagulation and antiplatelet medications and the patient's past history and comorbidities. Although the root cause of the reported event cannot be conclusively determined, there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.